Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection showed the device was not returned in any original packaging. The jaw has been broken off into the upper section and lower section. The insertion tube has been broken off leaving the needle assembly exposed. The needle assembly has been bent. The tip of the suture passer is intact. There are damage marks from other instruments. The body and triggers are intact. A functional evaluation could not be performed due to the damaged condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case- (B)(4).

Event description:
It was reported that during a rotator cuff repair, it is unknown if was internal or external to patient, the firstpass was broken. The procedure was completed with 10 minutes of surgical delay using a smith and nephew back up device. No further complications were reported. Per preliminary results of investigation, the visual evaluation showed the jaw has been broken off into the upper section and lower section.